Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The forks are both bent and the tilt function is grabbing, getting jammed up.